Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of kidney disease/toxicity related to a bipap device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of kidney disease/toxicity related to a bipap device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an blower does not spin up and humidifier heater plate did not heat. They observed black substance on the outside bottom of the blower box, black pieces of a black substance were found on the bottom of the enclosure. They observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. They observed ui knob missing, air inlet filter brittle, potential insect infestation on and throughout the device, mineral deposits inside water tank, insect infestation on and throughout the humidifier. Evidence of sound abatement foam degradation was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The device's downloaded logs were reviewed by the manufacturer. There were 11 errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.